Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2015. The fse removed broken threads in the wash platform and installed new thumbscrew. The system tested ok and daily maintenance was run. Instrument is functioning as intended and was released. . The probable cause of the event was thumbscrew threads broke off. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported the wash probe #3 thumbscrew on ther ir aia-2000 that secures the probe to the platform has sheared off with the threaded portion still stuck in the platform holder. Due to the part that sheared off the customer is unable to reconnect the wash probe. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, fsh, bhcg, e2, prog, prl and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.